Manufacturer narrative:
The complaint investigation for false negative architect sars-cov-2 igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, scientific literature and device history records. Return patient samples were requested, however the samples could not be shipped due to country restrictions. In house testing for reagent lot 16311fn00 was completed using a retained sample of the complaint lot stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 16311fn00 did not show any potential non conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. A 25year old male patient was pcr positive in (B)(6)2020, the exact date is unknown. Per the complaint text, sid (B)(6) was drawn on the (B)(6) 2020 returning a negative architect sars-cov-2 igg result of 0.06 index. A 30year old woman had symptoms of covid-19 from 20 march 2020. The patient did not have a pcr test. Per the complaint text, sid 2000184201 was drawn on the (B)(6) 2020 with a negative architect sars-cov-2 igg result returned. The specific result was not provided. The patient s husband had tested pcr positive for covid-19 and the patient was tested due to displaying symptoms of covid-19. In this case, no specific patient history was provided for the patients. Per the product labeling the assay sensitivity within the 95% confidence level is 95.89% to 100.00%. Patients have different immune responses and the insert states that immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. To assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/= 14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/= 14 days post symptom onset was 96.77% (95% ci: 90.86, 99.33). According to the report from the american society for microbiology covid-19 international summit, 23 march 2020 patel r, et al, value of diagnostic testing for sars-cov-2/covid-19. Mbio 11:e00722-20, it is unknown for certain whether individuals infected with sars-cov-2 who subsequently recover will be protected, either fully or partially, from future infection with sars-cov-2 or how long protective immunity may last. In this case, sid 2000184201 was collected from the patient > 60 days after the onset of symptoms. The study clinical and immunological assessment of asymptomatic sars-cov-2 infections quan xin long et al, nature medicine, showed that antibodies declined in both asymptomatic and symptomatic covid-19 patients during the early convalescence phase. It was observed that igg levels and neutralizing antibodies in a high proportion of individuals who recovered from sars-cov-2 infection start to decrease within 2 to 3 months after infection. Review of the manuscript bryan et al. 2020. Performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation architect sars-cov-2 igg reagent lot 16311fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.

Manufacturer narrative:
Patient identifier multiple= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6r86-22 that has a similar product distributed in the us, list number 6r86-20.

Event description:
The customer observed false negative architect sars cov2 igg results on multiple patients. The results were provided: on (B)(6) sars-cov-2 igg result=0.06 index (<1.4 index=negative)/on (B)(6) 2020 pcr=positive, (B)(6) year old female sid (B)(6) sars-cov-2 igg=negative/patient has symptoms of virus as of (B)(6) 2020 and was not tested by pcr. There was no reported impact to patient management.